Manufacturer narrative:
Additional initial phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked on port 2 and 3. The leak was further described as, ¿leaking on port 2 and 3 as evidenced by mvi getting into a clear bag of saline¿. The issue was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 24, 2022 to march 29, 2022. H10: one (1) actual and eight (8) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed with the actual sample and no issue was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.